Event description:
Additional information received indicates the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00831, 1627487-2024-00533, 1627487-2024-00534. It was reported the patient's system was explanted due to an infection at the lead sites.

Manufacturer narrative:
A patient's system was explanted due to an infection at the lead sites. The infection resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.